Event description:
New information received notes the patient¿s right atrial (ra) lead had exhibited loss of capture and loss of sensing due to dislodgement. A diagnostic imaging was performed and revealed the ra lead dislodgement. During repositioning procedure, the lead helix was unable to be extended. The physician elected to explant and replace the ra lead on (B)(6) 2025. The patient was stable.

Event description:
It was reported that patient presented via merlin. Net, the transmission showed that atrial lead exhibited low pacing impedance. No programming changes or intervention were done. The patient had no consequences.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, failure to capture, failure to sense and low pacing impedance. As received, a partial lead (only distal portion) was returned with the helix noted bent and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray examination found the helix was stretched and bent consistent with procedural damage. The helix mechanism/ extension length could not be tested due to damaged helix, as received. The cause of the reported event of helix mechanism issue was isolated to the helix being damaged and clogged with blood/tissue. The reported events of failure to capture, failure to sense and low pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths consistent with procedural damage.

Event description:
New information received notes that the ra lead was explanted and replaced. Patient status was not provided.